Manufacturer narrative:
The top two blue ridge screws and santorini cage backed out approximately one week post-operatively. This incident was reportedly attributed to the patient's poor bone quality at c5 as well as an oversized cage that was implanted and does not appear to be product related per se however, is being reported as a precaution and due to the fact that the patient was revised. The revision resulted in the placement of an synthes ecd cage, a pyrenees constrained plate with 4.5 screws and posterior cervical screws using the synthes-depuy mounineer. The parts are being returned for evaluation but have not yet been received.the manufacturing and inspection records for the screws and cage were reviewed and no discrepancies found. Device not returned.

Event description:
Top two blue ridge screws and a santorini cage backed out of a 4-level plate implanted with only 4 screws, approximately one week post-operatively. Patient was revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the implants were disposed of no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. The implants were disposed of at the hospital and could not be evaluated. It was reported that the patient's poor bone quality and less than ideal placement of the original cage likely contributed to the incident.